Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced no atrioventricular synchrony and was symptomatic. The right atrial (ra) lead exhibited under-sensing and over-sensing. The right ventricular (rv) lead exhibited high thresholds. The leads was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.